Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found that the image was foggy due to damage on the charged coupled device unit, and the bending section cover and the light guide lens had scratches. The adhesive on the bending section cover had a chip. Switch number one was damaged. Due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the deflectable videoscope had an air/water leakage issue. The device was returned for evaluation. During the device evaluation, the tip image was found to be cloudy. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following section was corrected: d4. Based on the results of the investigation, the suggested event, ¿cloudy image¿, was confirmed. The probable cause was determined as due to the damage of image sensor unit (disconnection, etc.) Or breakage of the mounting components (ic chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The instructions, operation manual, ¿preparation and inspection: inspection of the endoscopic system¿, chapter 3, section 3.8, describes how to inspect for the subject events as below which could have prevented the phenomenon: inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images are normal. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. Observe the palm of your hand in the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. Adjust the brightness level as appropriate. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Turn the angulation control levers slowly in each direction until it stops. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.